Event description:
Additional information was received stating that the cause of the failure to open was not determined. There was resistance at the distal end, there was some resistance during stent delivery at the cavernous sinus and at the bifurcation of the terminal segment of the internal carotid artery. A continuous saline flush was administered and maintained as indicated in the IFU. No damage to the pipeline pushwire or catheter was observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 229524622); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open and encountered resistance. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the right internal carotid artery pos terior communicating segment with a max diameter of 6 mm and a 6 mm neck diameter. Landing zone: distal: 2.7 mm and proximal: 4.1 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed the blood vessel was unob structed and flow rate was normal. It was reported that during the treatment of a right internal carotid artery posterior communicating segment aneurysm, after the microcatheter was in place, the pipeline was delivered. However, significant resistance was encountered in the cavernous sinus segment. Upon delivered in place, the stent tip failed to open during deployment, showed rod-shaped. Attempted to retract and re-deploy, but this also failed to open the stent tip. Deployment continued until the mid-segment opened, but the stent tip still did not open. Therefore, the stent was pulled back to the internal carotid artery bifurcation, and a whole-body push-and-pull adjustment method was used to attempt to open the stent tip. The stent tip eventually opened in a vase-like shape. Because the distal anchor point of the stent was at the internal carotid artery bifurcation, there were concerns about damage to the distal stent tip leading to poor opening, resulted in an "eaves" at the bifurcation and potentially leading to thrombosis and affecting blood flow in the a1 and m1 segments. Therefore, the stent was withdrawn, and upon inspection outside the body, the distal end of the stent was found to be rough. Af ter communication with the family, a new surgery was scheduled for a later date. It was reported the pipeline failed to open in the distal section. The pipeline was not in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a 8f guiding codis guide catheter, synchro guidewire.

Manufacturer narrative:
H3: product analysis : as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; and within plastic bio-pouches. The pipeline flex was returned outside the marksman catheter. Damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be kinked at ~16.3cm from distal end. No damage was found with marksman catheter distal tip/marker band. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at as the device was resheated. In addition, the pipeline flex braid ends were found fully opened and damaged. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was moderate, and the braid was not positioned in the vessel bend, which eliminates these factors out as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, the pipeline flex and marksman catheter were confirmed to have resistance as the pipeline flex and marksman catheter were found to be damaged. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. It appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance the marksman catheter is compatible to use with pipeline flex, the patient's vessel tortuosity was moderate and a continuous saline flush was administered and maintained as indicated in the IFU. Which eliminates these factors out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.